Event description:
A caller reported an issue with a pump's quick bolus/wake button, which was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to perform various button operations, including removing the pump from its case, but the problem persisted. Consequently, technical support decided to replace the pump, confirmed the shipping address, and provided return instructions for the faulty pump, which was under warranty. The caller acknowledged how to store the pump before returning it.